Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with under-sensing ventricular fibrillation (vf) that lead to a delay in therapy. Programming changes were made to restore normal parameters. The patient was stable.